Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there were steering/deflection issue and spiral array inversion. When the physician was attempting to remove the loop catheter from the body, the spiral array could not be fully extended into the sheath. Multiple attempts were made to withdraw and extend the array, but the slider would not fully extend forward, preventing smooth removal. The physician applied force to pull the distal tip and electrode into the sheath, successfully removing the catheter from the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the pscc100 catheter of lots 0012630477 and 0012515342 were returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function stuck due to entangled electrode wires in the shaft. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed entangled electrode wires in the shaft. Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported inverted spiral array, shaft kink and steering issues were not reproduced. The catheter failed the return product inspection due to entangles electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.